Event description:
It was reported that the cobra grasper instrument cable was noted to be frayed during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip cable was frayed between the two grips; the frayed strands stuck out. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.